Manufacturer narrative:
(B)(4). Field service specialist confirmed that the watchdog error and remote interlock error when testing system. Found the gas door interlock switch not working properly. Replaced the interlock switch and tested all functions. This resolved the problem. System meets amo specs. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that the system got a remote laser interlock, nozzle issues error during treatment and that patient was rescheduled for a later date.